Manufacturer narrative:
Testing and investigation found the device cooling fan was turning too slowly to provide adequate air flow. The probable cause was due to a broken cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing the device overheated due to the device fan not functioning. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.